Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged one week post implant. The dislodgement was being attributed to the patient removing their left arm from the sling. The lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.